Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -13.5/5.5/069 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a shorter length lens due to excessive vault, product non-comformity (no patient involvement), and significant reduction of iridocorneal angles. The exchange resolved the problem. Cause is reported as the device. Reportedly, "icl is too big for the anterior segment size." Also, the status of the eye was reported as, "patient currently asymptomatic, no problem reported."

Manufacturer narrative:
Off label use- acd <3.0. Claim# (B)(4).

Manufacturer narrative:
Corrected data: g2: (B)(6). Claim# (B)(4).